Manufacturer narrative:
The product was returned for evaluation. The device history record for lot number 3178727 reviewed and no anomalies that could be associated with the complaint were observed. With respect to the device it has passed the electrical test. The simulation of coagulation with this device shows that the temperature of the jaws is too hot if the maximum output voltage is non-respected. The small intestine was burnt because the jaws were too hot. This is probably due to the use of a too important voltage during the coagulation.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon, on (B)(6) 2019, during the use of the cev625h bipolar insert dia 5mm fenestrat, a warm/electric power was "driven" along the metallic part of the forceps. The small intestine of a (B)(6) male burned during an unspecified procedure. Additional information was received on (B)(6) 2019 as follows: type of procedure - appendectomy for simple appendicitis. A deep burn 2 centimeters (cm) to the small intestine which required suture (treatment) was reported. There was a 20-minute increase of the surgery time, but no consequences for the patient. The surgery was completed and the patient¿s outcome was noted as ¿good¿. It was reported that patient did not require a second surgery.